Manufacturer narrative:
Additional information added: pt's weight.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the device was explanted and replaced.